Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two days after performing a pars plana vitrectomy procedure (intraocular photocoagulation/gas-liquid exchange/silicone oil fill) on the right eye, the patient had developed "empyema" and endophthalmitis. The patient was treated an unknown anti-inflammatory medication and improving. This is one of three reports for this facility.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Procedure paks are single-use medical devices and accessories provided to the customer in a sterile manner. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on 02/01/2020: it was reported a fungal and bacterial smears taken of the eye secretions. The results were staphylococcus epidermidis.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).